Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was down to 50 mg/dl this morning. The customer stated that these lows keep happening and that she plans to eat something to increase her blood glucose. Troubleshooting for the low blood glucose did not occur. No products were shipped or returned.